Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2003 by dr. (B)(6). Revision of left total hip ¿ reason not reported.

Event description:
Index surgery: (B)(6) 2003. Revision of left total hip for aseptic loosening of the femoral component and the patient left the operating room in satisfactory condition. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2019-01019, and 1038671-2019-01020.

Manufacturer narrative:
The engineering evaluation noted that the revision reported was likely the result of aseptic (non-infected) tibial loosening, which damaged the bond of the implant to the bone. The loosening was likely related to the patient¿s underlying conditions, progression of degenerative joint disease, and longevity of the implanted device.

Event description:
Index surgery: (B)(6) 2003. Revision of left total hip ¿ reason not reported.

Manufacturer narrative:
The engineering evaluation noted that the revision reported was likely the result of aseptic (non-infected) tibial loosening, which damaged the bond of the implant to the bone. The loosening was likely related to the patient¿s underlying conditions, progression of degenerative joint disease, and longevity of the implanted device.